Event description:
It was reported that a spectrum infusion pump had 47 instances of "air-in-line" alarms in the event history log. It was also reported that there was no patient incident.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the "air-in-line" alarms in the event history log, but could not reproduce constant or false "air-in-line" alarms. The evaluation found that the width of the inscribed pin dimension was above specification, which is a known contributor to false "air-in-line" alarms. The ultrasonic sensor was replaced.